Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported a patient had a revision surgery. The original surgery date was (B)(6) 2019. The patient fell on (B)(6) 2020 and suffered from a rotator cuff tear. This was the purpose of the revision. The following parts were removed ar-9100-06s, ar-9146-18p and ar-9106-02. The total shoulder replacement was removed and replaced today. Male patient (B)(6) years of age. The revision case was completed and the patient is now fine to date.